Event description:
It was reported that during a gyn procedure, the clips were not closing entirely. Another like device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.